Event description:
It was reported that the tip of the device disassembled and left plastic residue inside the pt. There was a delay for extracting the plastic parts from the pt. The specific length of the delay is unk but was more than 15 minutes in order for the surgeon to be able to remove the plastic parts from the pt. The surgeon finished the surgery by inserting the cement manually. At this time, it is unk if the pt had any add'l adverse consequences related to the event.

Manufacturer narrative:
The device has been received by the MFR for eval. Once the final investigation is complete, a follow-up report will be submitted.